Manufacturer narrative:
B5 updated with additional information.

Event description:
It was reported that the catheter was entrapped on the guidewire. A 2.4mm jetstream xc atherectomy catheter was selected for a procedure. While preparing the catheter, a messaged appeared on the console indicating bubbles were in the catheter. The error message could not be resolved despite troubleshooting. A second jetstream catheter was selected for use. During the procedure while the doctor was in cross-over, a noise was heard on the console, and the catheter stopped working. It was observed to be entrapped on the guidewire. The catheter was unable to be used. There were no patient complications reported. It was further reported that the guidewire used was a non-boston scientific guidewire. Another jetstream catheter was used to complete the procedure. The procedure outcome was good, and there were no problems for the patient.

Event description:
It was reported that the catheter was entrapped on the guidewire. A 2.4mm jetstream xc atherectomy catheter was selected for a procedure. While preparing the catheter, a messaged appeared on the console indicating bubbles were in the catheter. The error message could not be resolved despite troubleshooting. A second jetstream catheter was selected for use. During the procedure while the doctor was in cross-over, a noise was heard on the console, and the catheter stopped working. It was observed to be entrapped on the guidewire. The catheter was unable to be used. There were no patient complications reported.